Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 48-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 that was going to be delivered to the patient in need of support of cgs (cardiogenic shock) /cardiomyopathy and care escalation from the iabp (intra-aortic balloon pump). The 5.5 failed delivery but, the cp was able to be delivered. The anatomy was small.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the delivery issue was most likely due to patient condition since patient had small artery.